Event description:
It was reported that this patient experienced pocket stimulation and discomfort. An xray was performed and insulation damage was noted on this right ventricular (rv) lead. Further follow-up was performed, and high capture thresholds and low sensing amplitudes were observed. A revision procedure is expected; however this right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported.